Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) oss411, (osseotite implant 4 x 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review was completed for the subject lot number 2017071509. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2017071509 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. The customer did submit images for the reported event. Medical affairs provided feedback regarding the x-ray. The implant was fractured in posterior zone and with a long distance to the occlusal plane. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selected an implant that is unable to resist long-term occlusal loading. Therefore, based on the available information and image review, a device malfunction did occur. The implant was fractured in the posterior zone. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that patient came to medical center on (B)(6) 2024 due to loose implant screw. Finally, implant fractured at the end of the screw and the rest is ok. According to tm implant will remain in patient's mouth for now.